Event description:
Customer reported the equipment is not working. No patient involvement.

Manufacturer narrative:
Physical damage resulted in the c50 and u29 breaking off from da pcba.

Event description:
The customer reported the equipment is not working. When powering unit up in normal mode, unit would display 1007. No patient involvement.